Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the 30-degree endoscope plus instrument exhibited mechanical failure at the distal end. It consists of deformation of the external sheath of the endoscope and breakage of the connection with the optical head. There was no report of patient involvement.